Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the sensor. The customer's blood glucose level was 500 mg/dl. The customer gave a bolus to bring their blood glucose levels down. The sensor will be returned.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications.